Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: on examination, the audio bolus button cover was torn. On testing, the audio bolus button was difficult to push. The audio bolus button cover was removed for further investigation, revealing adhesive contamination under the bolus button cover and on the bolus button contact plate. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked along the side at the threads and the display was noted to be dim, faded and discolored.